Event description:
It was reported that a device alarmed for a system error 322. There was no report of patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter has not received this device. A supplemental will be submitted if the device is received and evaluated by baxter.